Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call device not working. The customer's blood glucose was 523mg/dl at the time of call and blood glucose was 483mg/dl at the time of incident. Trouble shooting was performed and found customer had symptoms such as dizziness and light headed caused by the high. Customer advised to change complete set (inf and res). Advised customer that she will need to contact healthcare professional and seek medical attention since she is not feeling well. Trouble shooting was not completed. The insulin pump will not be returned for analysis.